Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The check valve was cleaned to resolve the reported issue. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital the exhalation valve was stuck preventing mechanical ventilation. There was no report of patient injury.